Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed the l4 lead had high impedances and the s1 lead had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the l4 and s1 leads were explanted and replaced.

Manufacturer narrative:
Correction: d6a - date of implant was corrected in this record. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.